Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted due to an unknown product performance anomaly. Another crt-p was successfully implanted as a replacement. This device has not been received for investigation. No additional adverse patient effects were reported.